Event description:
The customer reported that while in patient use the ventilator shut-down.

Manufacturer narrative:
Device evaluation by a carefusion field service technician is expected and has not yet begun.